Event description:
The customer returned the Duodenovideoscope to the service center for a separate issue. During the device analysis, the service repair technician identified that there was chipping at the adhesive around the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of chipping at the adhesive around the light guide lens was traced to a component failure.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.